Manufacturer narrative:
(B)(4). Date of event: unknown, captured as awareness date. Batch # unk. Additional information was requested, and the following was obtained: were the any difficulties with the device intraoperatively to include staple formation? No. Was there an alleged deficiency with device that led to the leak or were there patient factors? There is no deficiency with device during the procedure. Dr suspected that there was any of the device deficiency, because the leak occurred in 3 cases. Can surgeon elaborate on what made it a difficult case? The tissue was hard and swelled because post radiation treatment. What is the timeline of event? Dr didn't tell the sales lep additional details." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after open adhesion detachment and anastomose on the small intestine, leakage occurred. The patient fevered and the leakage was found by x-ray. Re-operation was performed. Re-operation was open procedure. The drainage was placed. The patient has been discharged from the hospital. At the initial operation, the device was used on fee, and the staple height of 1st firing on side-to-side anastomosis was gold, 2nd firing on closure was green. The bifurcation part, closed end, and the overlapping staples were reinforced with the suture. The device was used between jejunum and jejunum. The initial operation was performed after radiation therapy, so the target tissue was stiff and swollen. No device will be returning. No further information is available.